Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula retracted or did not deploy. The pod was not worn.

Manufacturer narrative:
Device was received not deployed. The cannula could not retract if the device never deployed. The device completed first prime at 20 pulses and was deactivated at 30 pulses. A rotational sensor malfunction was observed in the data and caused first prime to end earlier than expected. This resulted in the needle not deploying when intended. The device was reset and rerun. The rerun data reproduced the rotational sensor malfunction. Contamination was observed on the commutator cap. The contamination caused the rotational sensor malfunction. Scratches were observed on the commutator cap. It could not be determined if these contributed to the rotational sensor errors observed in the data.